Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced card cage to resolve the issue. The system was verified and ready to use. Isi has not received the card cage for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an error 31221 and 95 then shutdown unexpectedly. The technical service engineer (tse) was unable to view the live logs. The customer power cycled the system, but it shut down again shortly after. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The cardcage was analyzed. Upon visual inspection, no issues were found that would be related to the reported failure. In logs, the error 31221 with node on upd (universal power distributor) - the hardware high side switch fault fpga logic has detected a loss of power, confirming the fault occurred in the field. The cardcage was installed and tested into an in-house printed circuit assembly (pca) system where the component functioned as expected. The system started up with error 31221, 48v on upd was showing 0v. The upd failed. An in-house upd text fixture was used and the system started up without any error. 50 power cycles were run with the in-house unit and all tests passed. All the gantry motors were moved the full range of motion without any issue. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the universal power distributor.

Event description:
Refer to h11 for follow-up information.